Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(6). Batch: 21393366.

Event description:
It was reported that the patient experienced inadequate stimulation and the spinal cord stimulator (scs) was giving patient more pain. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.